Event description:
The complainant had impella 5.5 pump support initiated for a patient admitted for a coronary artery bypass graft and aortic valve repair and also supported by an impella rp. The patient had runs of ventricular tachycardia (vt)/ventricular fibrillation with p levels being higher. The vt prompted p level lowering and pump positioning review. The pump was appropriately placed within the left ventricle. The patient eventually expired after care was withdrawn. There is a potential relationship between the impella and cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.